Event description:
During a reverse total shoulder arthroplasty procedure, a 25 mm full wedge baseplate (dwj505) was needed but encountered difficulty when attempting to thread a 6.5 mm central screw due to a misplaced internal bushing. Despite attempts to adjust it, the bushing remained problematic, requiring the use of a second baseplate to complete the surgery successfully. The incident occurred during primary surgery.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection was performed on the received product and revealed signs of damage to the spacer inside the baseplate. Also, few marks on the periphery of the baseplate more likely caused by the attempts to implant the device. The functional inspection of the received product was performed using mwj123 screwdriver to insert the central screw into the returned baseplate which resulted in the screw not seating into the correct position in the baseplate. However reported device has only one 6mm spacer, which is as per the specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. A potential cause of this issue could be a wrong manipulation of the parts assembled by the surgeon during the surgery. With the tapping on the baseplate by the mallet, the internal bushing was knocked out of proper alignment causing the screw to not sit properly. If any further information is provided, the complaint report will be updated.

Event description:
During a reverse total shoulder arthroplasty procedure, a 25 mm full wedge baseplate (dwj505) was needed but encountered difficulty when attempting to thread a 6.5 mm central screw due to a misplaced internal bushing. Despite attempts to adjust it, the bushing remained problematic, requiring the use of a second baseplate to complete the surgery successfully. The incident occurred during primary surgery.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.